Event description:
It was reported that dual offset broach handle was found to be fractured by the sales rep. This was noticed in the distributor office and not during surgery.

Event description:
It was reported that dual offset broach handle was found to be fractured by the sales rep. This was noticed in the distributor office, and not during surgery.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed april 8, 2009.

Manufacturer narrative:
Urgent medical device recall was initiated on march 31, 2009 because the risks associated with the breakage of the instrument may include: if the broken handle were to slip, the patient, surgeon and/or attending nurse in close proximity may be injured;puncture or rupture of the skin may occur;increased risk of infection due to the above.this report filed may 8, 2009.